Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what is the current condition of the patient? Now the patient is fine and still in observation. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? The crunch was heard and the firing trigger was compressed until unable to fire further. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Leak test and donut confirmation were both done. Were any unformed or malformed staples observed? The legs of the staple were straight. Per the lot # provided l4ej55 the batch numbers are as follows: l52f36 and l52d9u. Batch record reviews were performed and the batches had no anomalies noted during the manufacturing process.

Event description:
It was reported that the patient had an esophageal resection of cancer procedure on (B)(6) 2014. The surgeon used the device to finish the procedure. The cut line and the staple line were deployed as expected. No issue was found during the procedure. Drainage fluids increased and became black. The patient had a re-operation on (B)(6) 2014. The anastomotic leakage was found. Unformed staples which affiliated to the previous device were found. The surgeon used hand sewing to fix the stoma. Now the patient is still in the hospital and not out of danger. The surgeon said maybe the third procedure is needed. The device was discarded by the hospital and could not return for analysis.